Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and broken and not holding reservoir in place. Customer believes that damage may have occurred from once dropping insulin pump. Customer's blood glucose was 279 mg/dl. Customer was advised that insulin pump would need to be replaced.